Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over an hour. Reportedly, the customer had taken a shower and was not within range of the pump. The customer waited for the pump to reconnect, however the issue persisted. Customer then chose to replace sensor and connection was regained. No additional patient information was available.